Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the "no image" occurs due to charge-coupled device failure. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection of the returned loaner camera head, it was noted there was loss of image. There was no complaint from the user and no patient involvement.

Manufacturer narrative:
Upon device evaluation, the issue found at inspection was reproduced. The loss of image was due to imaging component failure [faulty ccd-u (charge coupled device unit) or imaging elements]. Additionally the cable and video connector exhibited appearance defects. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.